Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9203919. No samples (including photos) were returned therefore the complaint could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time. Rationale: no CAPA is required at this time.

Event description:
It was reported that the bd syringe 0.5ml 31ga 8mm needle separated from the hub during use. The following information was provided by the initial reporter: verbatim: consumer reported needle hub separated and stayed inside of the hub before injection. Sample has been discarded. Consumer stated that he just wanted to notify us of the issue.